Manufacturer narrative:
The returned seal was further evaluated by an intuitive surgical, inc. (Isi) failure analysis engineer. The initial failure analysis was partially confirmed. While the luer fitting is broken from the universal seal's lower housing, the two components appear to have separated at the weld between them. Inspection of the lower housing found the weld site to be inconsistent in width. Additionally, the energy director feature on the luer component appears to have inconsistent deformation and appears to exhibit a slope as if the component was not squarely seated against the lower housing during the ultrasonic welding step performed by the supplier. Since the luer appears to have separated from the lower housing due to a potential issue with the ultrasonic welding process, the probable root cause is attributed to the universal seal lower housing assembly supplier manufacturing process.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: there was no patient injury, and no fragments fell inside the patient. A new seal was used.

Event description:
Refer to h11 for follow-up information.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The seal was analyzed and found to be broken at the luer fitting. A piece measuring approximately 0.430" x 0.304". The broken piece was returned with the instrument. The complaint was confirmed by failure analysis. The probable root cause of the torn seal is attributed to damage during various handling points, including manufacturing, installation, or use.

Event description:
It was reported that prior to the start of a da vinci-assisted radical salvage prostatectomy surgical procedure, the universal seal had damage to the connection part of the insufflation tube. The procedure was completed as planned with no reported injury.